Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to device would not inflate the patient had his inflatable penile prosthesis (ipp) removed and replaced. Fluid loss is suspected to be the cause, but the location of the leak could not be determined. The pump stayed flat. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. There were no patient complication as a result of this surgery. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to device would not inflate the patient had his inflatable penile prosthesis (ipp) removed and replaced. Fluid loss is suspected to be the cause, but the location of the leak could not be determined. The pump stayed flat.the ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. There were no patient complication as a result of this surgery. Should additional information be received a supplemental report will be submitted.